Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: transpedicular decompression, l5-s1, left for decompression of the left l5 nerve root; posterior lumbar interbody fusion, l5-s1 for discogenic back pain; posterolateral fusion, l5-s1; insertion of anterior biomechanical device peek cage l5-s1; pedicle screw fixation apollon minimally invasive pedicle screw system, l5-s1 non-segmental; percutaneous aspirate of marrow blood; use of microscope for microsurgical dissection; use of local autograft bone; use of bmp; use of bi-planar fluoroscopy for more than one hour pre-op and post-op diagnosis: foraminal stenosis, l5-s1, left; discogenic back pain as per op notes: ".. Cartilage was scraped from the endplates to expose the bleeding subchondral bone. This was then mixed with local morsellized bone graft and bone morphogenic carrier sponge.. Posterolateral fusion was carried out at l5-s1.. The patient returned to recovery room in satisfactory condition".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed the patient had developed boney overgrowth and subsidence. The patient reportedly has received significant medical treatment to care for the injuries caused by the original fusion surgery and has never recovered from the surgery, and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.